Event description:
During resmed evaluation, an astral device displayed an internal battery degraded warning alarm and failed to complete its service test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The battery and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly while device failure to complete its service test was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).